Manufacturer narrative:
Inspection of the head found it met specification. The head/neck assembly was inspected and the laser lines were aligned properly and the morse taper was adequately engaged. Additional mdrs associated with this event: MDR 3025141-2016-00124: arh slide-loc stem, MDR 3025141-2016-00126: arh slide-loc neck.

Event description:
A slide-loc anatomic radial head was implanted on (B)(6) 2016. At some point post-op, the head/neck assembly of the implant partially disassociated from the stem. On (B)(6) 2016, revision surgery was performed - a new head and neck were implanted on the same stem.